Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565-2018-03232. Concomitant medical products: 00235701704 distal lateral fibular plate lot 63351791; 00-2348-018-35 screw lot 63082107; 40-2348-018-35 screw lot 63404361; 40-4828-016-02 screw lot 63310028; 40-4828-018-02 screw lot 63310030; 40-4828-018-02 screw lot 63310030; 40-2359-016-38 screw lot 63410601; 40-4828-012-02 screw lot 63470807. Report source foreign. The event occurred in (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental MDR will be submitted.

Event description:
It was reported the patient was implanted with a trauma plate to address a bone fracture. Osteolysis at the plate/screw interface was noted at the surgery to remove the plate after the bone had fully healed. A discharge at the wound site was noted and debrided, and the plate was routinely removed. Plate oxidation was noted upon removal. No further information is available.

Manufacturer narrative:
UDI # (B)(4). Visual examination of the returned product confirms device discoloration. Sem evaluation confirms the presence of foreign elements. Review of device history records identified no related manufacturing deviations or anomalies. The root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.